Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using aspart insulin with the pump. Tandem customer technical support informed customer that aspart insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.